Manufacturer narrative:
The qa lab evaluated the returned reagent and found it to read e11 and 170 mg/dl high, out of specification. The e11 confirms exposure to moisture, which most likely caused the high results.

Event description:
The customer called for help with his contour system. He alleged that he was receiving high blood glucose readings. The complaint did not meet the criteria to be reported initially, but the test strips were returned for evaluation. Replacement test strips were sent to the customer.